Event description:
A sentrant sheath was used in a patient as an accessory device for the treatment of a type a dissection. It was reported that during the index procedure, the valve of the sentrant sheath did not function properly, and blood leaked from the sheath. Another sheath was used and the issue was resolved. The physician stated the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information was received for this case. A sentrant sheath was used to insert 2 valiant stent grafts vamf3434c200te & vamc2626c100te during the index procedure. According to the physician the leak in the valve occurred when the sheath was in the femoral artery. If information is provided in the future, a supplemental report will be issued.